Event description:
It was reported that there was one incident of low r waves on the right ventricular (rv) lead. The measurement was currently in the normal range. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4194 implantable pacing lead (B)(6) 2006; d274trk implantable cardioverter defibrillator (ICD)  (B)(6) 2010. (B)(4).